Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope had no image displayed. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation findings were as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, switch #1 had discoloration and a scratch, due to damage on the control section, the "right/left" lever did not move smoothly, due to damage on the forceps elevator lever, the bending section could not be firmly fixed, the "right/left" lever had a scratch, the video connector had a scratch and crack, the video connector case had a crack and scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, the forceps elevator lever had a scratch, the "right/left" plate had a scratch, the "up/down" plate had a scratch, the universal cord had discoloration and a scratch, the grip had a scratch, and the angulation lever had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.